Event description:
It was reported that the bronchovideoscope when was plugged it into the tower the screen was black, it was flickering and displayed scope connection error and gave the number b30 in parentheses. The issue occurred at inspection of the device before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and previous investigations, it likely suggests probable causes of the alleged failure is due to image in neutral / no image / error code b30 when angulated in the down position / intermittent flicker. The most probable cause of this complaint is traced to expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.